Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Event summary: as reported, a filiform double pigtail ureteral stent was observed to be split on the proximal end prior to use. The tether was still attached when the device was opened. The device did not make patient contact. Another same-type device was used to complete the procedure. No adverse effects to the patient have been reported as a result of this event. Investigation ¿ evaluation: a visual inspection of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. The stent was returned in an open package. The device was returned in two segments. The smaller segment is one of the pigtails and measured 5.2 cm (straightened). The large segment measured 27.5 cm from the pigtail to the point of separation. The tether was still attached to one segment but the end were frayed. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: how supplied: upon removal from the package, inspect the product to ensure no damage has occurred. The returned stent was confirmed to be damaged. The stent was returned in two pieces with one pigtail completely separated from the rest of the stent. The tether was still attached but separated with frayed ends. A review of the device history record found no related anomalies and no other complaints have been reported for the complaint device lot. A review of the device master record found manufacturing controls to be in place to assure device integrity prior to shipment. A cause for the complaint could not be established, as the stent was returned with the tether also separated it was not possible to rule out the stent was torn preparing it for the procedure. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Customer name and address- street: (B)(6). Line 2: (B)(6) . Phone: (B)(6). Postal code: (B)(6). PMA/510(k) #: preamendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, a filiform double pigtail ureteral stent was observed to be split on the proximal end prior to use. The tether was still attached when the device was opened. The device did not make patient contact. Another same-type device was used to complete the procedure. No adverse effects to the patient have been reported as a result of this event.